Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that the vial was filled with hydromorphone 1 mg/1 ml and was loaded into an unspecified pca pump. No specific pump programming parameters were provided. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from around the blue stopper in the vial. It was reported that the vial was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.